Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced irritation at the ipg site caused by wearing a lumbar brace. As such, patient was on antibiotics. Later, the patient experienced skin erosion at the ipg site. Reportedly, the ipg was exposed. As such, surgical intervention took place on (B)(6) 2026 wherein the ipg was planted and replaced to address the issue. The new ipg was implanted in a new pocket. No infection was confirmed via lab work.